Manufacturer narrative:
(B)(4).

Event description:
It was reported that hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the abdomen on (B)(6) 2020. On the same day the sensor was inserted, the patient had lost consciousness and self-woke a few hours later and called emergency medical services (ems). The patient noticed the continuous glucose monitor (cgm) was in sensor error at the time of the event. Ems arrived, a fingerstick blood glucose (bg) was performed and was 218 mg/dl. The patient was transported to the hospital, evaluated, and discharged home. At the time of report, the patient was doing well. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.